Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal collagen did not come out of the device. There was no patient injury/medical or surgical intervention required. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on 17aug2020. The procedure for the patient was an arteriogram. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The doctor was deploying the device and when pulling back the whole thing came out. They took the device to the back table and cut it open and was able to see the collagen. There was nothing left in the patient. The doctor performed manual compression to achieve hemostasis.